Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty with reloading the cartridge. Reportedly, the customer attempted to reload the cartridge with less than 100 units of insulin. The customer indicated that no backup insulin therapy method was available and declined follow up from tandem technical support. No additional information was provided. There was no reported impact to customer¿s blood glucose.